Manufacturer narrative:
Treatment data review showed no system malfunctions. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient successfully treated developed localized swelling in right armpit later that evening. Continued swelling was reported 19 days later. Fromax was prescribed with patient under observation. On palpation the swollen area was elastic and not firm.